Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked ¿down by the ports¿. This was identified while in use on a patient; further described as ¿it was noticed right away and it was removed from the patient¿. A new bag of tpn was prepared for the patient. There was no patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection with naked eye noted the spike was separated from the main body. There was no evidence of solvent on the chip or main body. The reported condition was verified. The cause of the condition was determined to be manufacturing related caused by lack of solvent. Should additional relevant information become available, a supplemental report will be submitted.